Event description:
The user facility reported a patient was implanted with an impella cp pump and began to experience low flows during venous-arterial extra-corporeal membrane oxygenation-impella support. As a result of the issue, the impella cp pump was explanted and new one placed for ongoing support. There was no report of patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed. The pump was not returned. Data logs were reviewed and low flows and suction were confirmed with a downward trend in placement signal. Based on the data log analysis and the clinical details provided, the root cause of the low pump flow is most likely due to the patients condition. H.6 added code 4629 as it was inadvertently left off manufacturer device report number 1220648-2024-11703.